Event description:
It was reported that, during a tha, a surgeon felt some reamers were dull.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluations were performed by the vendor, greatbatch medical, who could not confirm the reported event via device inspections. The device showed signs of use, wear, and damage and was unremarkable. No medical records were received for evaluation. The investigation concluded that the vendor, greatbatch medical, could not confirm the reported event and indicated that manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. The reported event regarding a dull acetabular reamer 44mm reamer was not confirmed.

Event description:
It was reported that, during a tha, a surgeon felt some reamers were dull.